Event description:
The user reported that the unit indicated "err" in the energy select window, and would not charge. There was no pt involved. Inspection of the unit disclosed that the 15 pin "d" connector on the back panel was badly damaged. The connector housing was missing, and several pins were shorted together. The short caused a foil on a printed circuit board to burn open. That prevented the unit from charging. The damage appeared to be the result on an impact, but the specific cause could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.